Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the distal right coronary artery (rca). A 2.00mm x 15mm emerge balloon catheter was selected to dilate the target lesion. During second inflation at 12 atmospheres, the balloon ruptured . The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).